Event description:
The manufacturer was informed that a freestyle stentless valve was implanted in the patient on 2002 and was replaced with size large perceval valve in 2017 through valve in valve procedure. The perceval now has severe aortic stenosis. As reported, echo performed on (B)(6) 2021 showed perceval valve with gradients higher than last study which was on (B)(6) 2021, peak/mean gradients 100/60 compared to 53/29 mmhg, and trace transvalvular regurgitation. The ava, gradients, and dimensionless index are now in the severe range. Patient has progressive shortness of breath, fatigue, and nyha class 3. Since the patient was becoming symptomatic, arrangements were made for third time sternotomy and redo aortic valve replacement on (B)(6) 2022. Reportedly, since patient had a completely calcified aortic root, there were limited options for standard suture placement and placement of a sutured valve. Thus, there was minimal opportunity to discuss the advantages and disadvantages of tissue versus mechanical valves. As such, it was decided to use a sutureless prosthesis. During the procedure it was found that the old perceval prosthesis had thickened and calcified leaflets. There was an 8 mm x 10 mm nodule of calcium on one of the commissures. There were no signs of infection. The metal frame was intact. The valve was well-seated. This was prosthetic valve degeneration of the leaflets. Reportedly, the annulus was completely calcified and there was no option for root enlargement and the largest prosthesis that could sit in the annulus was 23 mm. Edwards intuity prosthesis (viv) was implanted in the patient. The valve was well-seated and no paravalvular leaks was noted. There was mild gradients. Reportedly, patient is doing well. Based on the information received, patient had a history of dyslipidemia, diabetes mellitus, copd, carpal tunnel surgery, and gout. The patient was a ex-smoker, quit in november 2018. The patient's mother died from myocardial infarction. Reportedly, patient had undergone aortic valve replacement in 2002 with a 29 mm freestyle aortic root and replacement of the ascending aorta with a 30 mm hemashield graft.

Manufacturer narrative:
Since the device serial number is unknown and the device was not returned to the manufacturer, further investigation on the device cannot be performed. As reported in the scientific literature, structural valve deterioration is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). It is possible that the patient¿s clinical history and risk factors (i.e., dyslipidemia, diabetes mellitus, copd) may have contributed to the structural valve deterioration observed in this perceval s valve. Furthermore, based on the list of patient's medications received (i.e., amlodipine, metoprolol, ramipril), there is also evidence of hypertension. It should be noted that structural valve deterioration is listed as a possible adverse event in the perceval IFU. Should further information be received in the future, the manufacturer will provide a follow up report.